Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable lead was attempted since it was unable to perform capture or sensing. The procedure was finished successfully using a different lead. No adverse patient effects were reported.